Event description:
(B)(4). Initial report: this non-serious spontaneous case from (B)(6) was reported by a physician via call center and forwarded by our local affiliate ((B)(4)). This case involves a (B)(6) female pt received poly-l-lactic acid (sculptra) 5 months ago and she has been noticing nodule on the mouth area since then. The nodule has been keeping its measure since then. The pt received poly-l-lactic in a large area of her face. No corrective measure was adopted and the physician has knowledge of this case, however his demographic data was not informed. (B)(4). Event outcome is ongoing. Reporter's causality assessment : not provided.

Manufacturer narrative:
Additional info received on 07-oct-08: ptc (B)(4) results were received. A brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved mfg batches marketed in (B)(4). The review of the DHR (device history record) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable.